Manufacturer narrative:
Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test or test for a39 alarm, delivery anomaly, unexpected low battery alarm and unexpected off no power alarm due to broken off end cap. Device responded properly to button presses when setting the current time and date. Then the unit was uploaded using care link. Device also had a stripped battery cap at coin slot (p), minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip, stained end cap sticker and cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received multiple communication errors. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and she was unable to clear the alarm, but was able to complete the insulin pump rewind. The customer also reported that the insulin pump had received no power error. The customer stated that she did not receive a low battery alert prior to no power alert. She also stated that the battery cap was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.